Manufacturer narrative:
In this case, the returned device analysis confirmed the reported torn sgc soft tip and difficult to remove (cds/sgc). Additionally, the sgc soft tip material was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported difficult to remove (cds/sgc) is due to procedural conditions. The observed deformed and torn soft tip were cascading effects of the reported difficult to remove (cds/sgc). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip ntw device referenced in b5 is filed under a separate medwatch report number.

Event description:
Was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3-4 and prolapsed posterior leaflet. A mitraclip ntw was inserted and grasping was performed. However, while grasping, the clip was unable to close past 30 degrees. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the clip was attempted to be retracted into the steerable guide catheter (sgc) while it remained opened at 30 degrees. During retraction, the clip became caught on the soft tip of the sgc, potentially causing damage to the soft tip. Both devices were able to be removed as one without further issues. A new sgc was inserted and two clips were successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip ntw device referenced in b5 is filed under a separate medwatch report number.